Event description:
The hospital reported that during a coronary artery bypass procedure, hsk 3045 seal did not deploy well inside the aorta and could not stop bleeding. The hospital did not report any patient effects, used replacement and finished open safely.

Manufacturer narrative:
Corrected sections: b1-changed to adverse event & product problem b2-changed to required intervention (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hsk 3045 seal did not deploy well inside the aorta and could not stop bleeding. The hospital did not report any patient effects, used replacement and finished open safely.

Manufacturer narrative:
Trackwise ID #: (B)(4). Corrected type of reportable event from malfunction to serious injury. The delivery device was returned outside the loading device. The seal was observed to be inside the delivery tube, with the seal extended outside the delivery tube. The tension spring assembly was observed to the inside the delivery tube. The white plunger was depressed on the delivery tube with the blue slide lock dis-engaged. The seal and tension spring was removed from the delivery tube. Signs of clinical use and a spot of blood was observed on the outermost portion of the seal. No visual defects were observed on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based on the received condition of the device, the reported failure mode ¿activation problem¿ was not confirmed but the analyzed failure mode ¿premature deployment" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, hsk 3045 seal did not deploy well inside the aorta and could not stop bleeding. The hospital did not report any patient effects, used replacement and finished open safely.